Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a manufacturer's representative (rep) stated that the patient's recharger was frozen, and the "call your doctor" screen was shown. The patient had been using the antenna locate feature. It was reviewed that to prevent freezing in the future this feature should not be used. A reset was attempted, but the issue did not resolve. Patient was issued a new recharger. Additional information received stated that the patient had not had the ins pulled out of overdischarge, and was redirected to their healthcare provider (hcp) to perform a physician mode recharge. The patient later called back stating they spoke to a rep, and were told to call back. The patient was again redirected. To their hcp for a physician mode recharge. No new symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and a consumer. A replacement recharger was requested. It was reported the patient had last used their recharger after a MRI a month or so prior to the report (which conflicted with a prior report that they had not recharged or used stimulation since a MRI they had in (B)(6) 2016. It was noted the patient was to contact the rep after they would get a replacement recharger; the recharger was received by the manufacturer on august 10, 2017. The rep indicated they would meet with the patient in the near future. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that since the replacement recharger the patient has been able to recharge their implantable neuro stimulator (ins). The patients device over-discharge has been resolved. The rep met with the patient on (B)(6) 2017 and cleared the power on reset (por) and the patient is recharging normally. Stimulation was turned on and patient had full coverage of painful areas with "it feels wonderful" relief. Discussed second strike and importance of keeping device charged to avoid third strike and ramifications of same. Discussed need to exercise ipg x 6 for optimal performance and encouraged her to charge device more frequently, every day or every other day and to contact rep immediately for future needs or concerns. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative via a patient implanted with a neurostimulator for spinal pain. It was reported the patient's device was in overdischarge. The patient had increased pain without stimulation. A physician mode recharge (pmr) was done where it charged normally and the power on reset (por) was cleared. Charging education was the cause of the overdischarge. Additional information was received from a patient on (B)(6) 2017. The patient stated that they have poor communication, an inability to communicate/connect with their recharger, and no stimulation since a couple days after their MRI which occurred in (B)(6) 2016. The patient stated that they checked and couldn¿t turn their device on a couple days after the MRI. The last time the patient successfully charged was in 2016. This conflicts with previously reported information which stated that their overdischarge was resolved in (B)(6) 2016. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.